Manufacturer narrative:
Other relevant device(s) are: product ID: 9735001, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was found that the right mouse button is depressed and unable to work. The mouse was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The wired mouse was returned to the manufacturer for analysis. The returned mouse has stains on the cable and mouse body but is otherwise undamaged. The mouse was found to have normal function when connected to a known good computer. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system mouse is damaged. No patient present.